Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)12: (B)(6). Discharge summary. Laparoscopic roux-en-y gastric bypass. Discharge diagnoses: morbid obesity, diabetes mellitus type 2, gastroesophageal reflux disease, history of umbilical hernia. Bmi 46. Did well postoperatively, drain removed, discharged home. Instructed mobilization without heavy lifting x 1 month . (B)(6)12: (B)(6). Operative report. Assistant: (B)(6). Preoperative/ postoperative diagnosis(es): pouch leak. Procedure: laparotomy to assist in placement of covered stent by dr. (B)(6) with gi. Operative procedure description: ¿after having difficulty passing the stent endoscopically, dr. (B)(6) needed assistance ___ [sic] so [sic]. I discussed the family [sic] the risks and the difficulties were [sic] having and we made a decision to make a laparotomy to assist in passage of the stent. The patient¿s abdomen was prepped and draped in standard surgical fashion. Midline incision was made and the abdomen was entered. The small bowel was identified where the previously placed endoscopic wire was residing. A small enterotomy was made and the wire was delivered through this wound. The wire was grasped with the clamp and at this time, dr. (B)(6) was able to pass the stent and deployed. His operation is dictated separately. The stent appeared to be in excellent position. There was a post-stent placement x-ray performed. There was no evidence of any extravasation of contrast. The abdomen was irrigated copiously with warm normal sterile saline and suctioned free. There was no purulent material within the abdomen other than the left upper quadrant. The drains were in excellent position. The drains were further sutured and secured to the skin. The enterotomy was closed in two layers where the wire was delivered through it. The patient had ventral hernia that was repaired at the inferior aspect of the incision from the previous incision. The midline incision was closed with running looped pds suture with interrupted internal retention sutures. The skin was then closed with interrupted nylon mattress sutures as well as skin staples. The provena dressing was applied. The patient was taken to the intensive care unit in stable but serious condition .¿ (B)(6)12: (B)(6). Discharge summary. Went emergently to operating room, underwent laparoscopic repair of a gastric pouch leak, then endoscopic stent placement. Improving, will remain on total parental nutrition until can eat normal. Transfer to ltac [long-term acute care]. (B)(6)13: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: right lower quadrant pain. Findings: status post appendectomy. There is a right sided hernia repair with no recurrent hernia. Impression: evidence of gastric-gastric fistula. Small midline supraumbilical hernia containing nonobstructed small bowel . (B)(6)14: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain, hernia. Findings: evidence of prior ventral hernia repair with mesh along right lateral rectus margin. Impression: contrast in fundus of excluded stomach consistent with gastric-gastric fistula. High attenuation in gallbladder suggesting sludge. Soft tissue mass involving lateral margin of left rectus musculature measuring 3.3 cm. This is new since the (B)(6)2012. Midline umbilical hernia containing small bowel without obstruction . ??/??/??: [missing records: records for the procedure ¿prior ventral hernia repair with mesh¿ were not provided.] (B)(6)14: (B)(6). Operative report. Preoperative/postoperative diagnosis(es): left-sided mass and incisional hernia. Procedure: laparoscopic repair of incarcerated incisional hernia with 24 x 30 cm piece of gore-tex dualmesh plus mesh. Excision of left upper quadrant mass. The mass was sent for frozen section. Frozen section returned benign on preliminary. Assistant: sonia crump, pa-c. Indication: patient is a 38-year-old gentleman who has an incisional midline hernia. He is scheduled for laparoscopic repair. He also has a hard enlarging left-sided subcostal mass. This will be excised at the same time. Description of procedure: ¿after obtaining informed consent, the patient was taken operating room, placed in supine position. General anesthesia was induced and the patient¿s abdomen was then prepped and draped in standard surgical fashion. A left upper quadrant incision was made overlying the mass and this was carried down to the subcutaneous tissue. The mass was easily palpable just underneath the costal margin and this was enucleated and dissected free. It was all extraperitoneal and suprafascial, basically contained with some body of the rectus muscle. This was excised and sent for frozen section. A veress needle was gently placed into the peritoneum. The abdomen was insufflated and protected trocar was then placed. Remaining trocars were all placed under direct vision. Attention was paid to the midline. The patient had a swiss cheese-like defect through a midline incision and sharp dissection was used to free up the entire anterior abdominal wall. The omentum was incarcerated within this. Some the [sic] falciform was taken down superiorly as well. In order to obtain a 5 cm overlap circumferentially, a piece of gore-tex dualmesh plus measuring 24 x 30 cm was cut and trimmed to size. Stay sutures were placed on the mesh outside the body and the mass [sic] was placed through the left upper quadrant trocar site. After placing the mesh inside the body, it was then tacked with the transabdominal fixation sutures and the protack device in a double crown technique. There was no evidence of any bleeding. The mesh lied [sic] without any redundancies. The left upper quadrat trocar site was closed with a figure-of-eight vicryl suture. All needle, instrument, sponge counts were correct. The patient tolerated everything quite well. Patient was awakened, extubated, and taken to recovery room after removing all trocars, closing all incisions, and placing sterile dressings .¿ (B)(6)14: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 11070799. W.l. Gore & associates . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/11070799) was implanted during the procedure. (B)(6)14: (B)(6). Consultation. Came to ER with abdominal pain. Weight was 337, down to 220. Impression/plan: abdominal pain ¿ CT does not show any internal problem. Seroma above hernia patch, this is a common finding, abdominal wall does not appear to have any inflammation or infection. Admit for fluids, antibiotics, does not appear to have an acute surgical problem . (B)(6)14: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Impression: there is a roughly 6 x 2 cm fluid filled collection around midportion of hernia mesh that could represent abscess . (B)(6)16: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: probable gastric fistula related to gastric bypass surgery. Recurrent hernia to left of mesh in anterior abdominal wall . (B)(6)16: (B)(6). History and physical. Abdominal pain for 2 weeks, started over left lower quadrant ventral hernia site, then right upper and lower quadrant pain, right leg and right testicle pain. History of noncompliance, ulcer and hernia, hernia repair right abdomen x 2; bmi 35.7. Impression/plan: gastric fistula, recurrent ventral hernia left upper quadrant. Egd tomorrow, hernia repair in the future . (B)(6)18: (B)(6). Operative report. Preoperative/postoperative diagnosis: multiply [sic] recurrent chronically incarcerated incisional hernia. Operative procedures: repair of recurrent incarcerated incisional hernia. Removal of multiple sheets of intraperitoneal mesh. Bilateral transversus abdominis releases with rectus abdominis advancement flaps. Reconstruction of the posterior rectus sheath with a 10- x 10-cm strattice mesh. Implantation of a 38- x 40- preperitoneal soft prolene mesh. Assistant: dr. Winkler. Type of anesthesia: general. Estimated blood loss: 200 cc. Complications: none. Indication for the procedure: the patient presents with a multiply recurrent symptomatic incisional hernia. He has intraperitoneal mesh from prior laparoscopic repairs. He presents today for elective repair of this chronically incarcerated hernia. Operative findings: a defect spanned dimension of approximately 15 cm mediolaterally and 20 cm craniocaudally after removal of the prior mesh. After removal of the mesh, the posterior rectus sheath required reconstruction. We closed primarily as much as possible, but then reconstructed it with a 10- x 10-cm strattice mesh. Bilateral transversus abdominis releases were performed to facilitate midline closure without tension or airway pressure changes. A 28-cm tall x 40-cm wide soft prolene mesh was inserted into the preperitoneal space. The fascia was closed primarily over the mesh. There were 2 retrorectus drains and 1 subcutaneous drain. Operative procedure: ¿the patient was taken to the operating room and positioned on the operating table in the supine position. General endotracheal anesthesia was induced. Next, he was prepped and draped using sterile technique. A vertical midline incision was made through skin and subcutaneous tissue until the hernia sac was encountered. The hernia sac was circumferentially dissected from the subcutaneous tissue down to the level of the fascia. There was a large dominant hernia with chronic incarceration. The mesh was palpable. There additionally was a firm mass within the wound consistent with heterotopic ossification which was excised. We then dissected the fascia on either side of the hernia sac. I started by incising the right anterior rectus sheath at its medial border. The rectus muscle was identified. I then dissected the rectus muscle from the posterior rectus sheath. We extended this incision superiorly to the costal margin and inferiorly below the umbilicus and then widely dissected the posterior sheath from the rectus abdominis muscle. The inferior epigastric vessels were identified and dissected with the rectus muscle. We accomplished this in its entirety on the right side. I then made an anterior rectus sheath incision on the left side. In a similar fashion, I identified the rectus muscle. I then widely dissected the rectus muscle from the posterior rectus sheath. The inferior epigastric vessels were dissected with the muscle. We dissected the space into the space of retzius so that the preperitoneal space was contiguous on both the right and left sides. We extended this up to the costal margin. The insertion of the posterior rectus sheath on the linea alba was incised on each side. I then extended my incision superiorly up to the xyphoid [sic] process. The heterotopic ossification was excised. We assessed ability to close the abdomen at this point and the defect was still not amenable to closure. At this point, I performed right-sided transversus abdominis release. The posterior rectus sheath was incised a cm from its lateral border medial to the neurovascular bundles. This was accomplished by dividing the posterior leaflet of the internal oblique as well as the transversus abdominis muscular fibers. The preperitoneal space was then identified. I extended this incision from the costal margin down to the arcuate line. I then widely separated the peritoneum from the overlying transversus abdominis muscles. The dissection was carried out into the retroperitoneum and the posterior axillary line medially and inferiorly. We identified the cord structures. We dissected the peritoneum from the cord structures. We extended this dissection up to the xyphoid [sic] process and dissected the peritoneum from the diaphragm. After completing this, there still was inadequate release to close in the midline, so we performed a left transversus abdominis release. In a similar fashion, the posterior rectus sheath was incised medial to the neurovascular bundles. The incision was extended from the costal margin down to the arcuate line. We then separated the peritoneum from the posterior sheath and from the transversus abdominis muscle out to the end of the retroperitoneum. We extended this up to the level of the diaphragm. The peritoneum was dissected from the undersurface of the xyphoid [sic] process and extended well above the costal margin and sternum. I then assessed for closure, and it appeared that the midline was amenable to closure without significant increase in airway pressures when we pulled the midline closed with kocher clamps. At this point, I then turned my attention to removal of the prior mesh. The peritoneal cavity was entered adjacent to the prior mesh. There were some adhesions between the greater omentum and the prior mesh, which were taken down sharply. I then excised the mesh around its periphery, including prior sutures and tacks. We attempted to preserve as much peritoneum as possible. Two sheets of mesh were clearly identified; one was a gore-tex mesh and the other appeared to be a macroporous material. Tacks and suture were removed. The bowel was inspected and was without injury. Next, I closed the peritoneum using a running vicryl suture beginning inferiorly and a second one started superiorly. We closed the peritoneum, but there was an area in the midportion approximately 10 x 01 cm in size not amenable to closure. I elected to close this with a 10- x 10-cm strattice graft. We sutured this in as an inlay with a running 2-0 pds. Once this was complete, we then irrigated and assured hemostasis. I then measured the preperitoneal space. It accommodated the mesh 38 cm tall and 40 cm in width. A soft polypropylene mesh was fashioned to the appropriate size, inserted into the preperitoneal space, and sutured in placed using interrupted #1 pds sutures placed with a reverdin needle through 2-mm incisions on the external abdominal wall. Six sutures were placed around the periphery of the mesh to appropriately anchor in position. Two 19-french blake drains were inserted into the preperitoneal space over the mesh exiting the abdominal wall and secured with prolene sutures. I then irrigated copiously and assured hemostasis. I then closed the fascia using interrupted figure-of-eight #1 pds sutures. The fascia closed nicely and the airway pressure did not change. I then excised redundant skin and subcutaneous tissue of the anterior abdominal wall. We assured hemostasis. We irrigated again. All irrigant returned clear. I then placed a drain into the subcutaneous space and exiting the abdominal wall and secured with a nylon suture. I then closed scarpa¿s fascia using 2-0 vicryl. Deep dermal sutures of 3-0 vicryl were placed. The skin wan closed using 4-0 monocryl. The wounds were dressed with dermabond. All incisions were closed with dermabond as well. Instrument, needle, and sponge counts were all reported as correct. The patient tolerated the procedure well. He was transferred to the recovery room in stable condition. I was present for and participated in the entire operation .¿ (B)(6)18: (B)(6). Discharge summary. Recurrent symptomatic incisional hernia, intraperitoneal mesh from prior laparoscopic repairs, underwent elective repair, removal of multiple sheets of intraperitoneal mesh. Discharge home, stable, no lifting more than 5lbs for 30 days . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. : name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11070799. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2014 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh was palpable, seroma, mesh removal and additional surgery. Additional event specific information was not provided.